Event description:
When the pump was first implanted, they didn't have the medication ready, so they put saline solution in the pump and set it at its lowest rate. When they put the medication in, they told the patient that because of the length of time before they put the medication in, "the body had squeezed the tubing closed". So they told the patient that they "would pressure it on". They would turn the pump on and the patient had a choice of either going to the ICU unit to be monitored for 1 day or the patient would have to wait 50 days before it would open on its own. The patient opted to wait, but after 60 days they told the patient they would prefer him to be in the ICU unit. So the patient agreed, but that was a little over 3 months ago and it hadn't happened yet. The pump was filled with morphine a little over 3 months ago and set at minimum rate and it wasn't doing the patient any good; it wasn't helping with his pain at all. His pain was in his lower back. The patient was taking morphine by tablet orally; 180 mg/day and it still was not enough. The pump worked well for the patient which was why he insisted that they put it back in. The patient was very happy with the equipment, but was having a problem with the doctor because he was not getting answers. The doctor had been very good in the past; the patient hadn't had a problem with the doctor until now. The patient had an appointment scheduled for (B)(6). It was later reported, that as of (B)(6) 2012, the pump was still at minimum rate and not providing a relief for the patient. The patient was looking for a new physician. The patient had no additional appointments scheduled with his current doctor. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).